Event description:
It was reported that during setup for an unspecified procedure, the deflectable videoscope did not display an image. The event occurred before the patient was in the room, and no patient involvement was reported.

Manufacturer narrative:
E1 full address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h3, h4. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the investigation identified another reportable malfunction- the video connector was damaged. Based on the results of the investigation, the blank image display was attributed to connector damage, however, a definitive root cause could not be established. It is likely the following led to the malfunction: damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.